Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin runs through the pump but it does not alarm no delivery. The customer stated that when they filled the hose, the insulin kept going. The customer stated that the insulin kept squirting out like a fire hose. The customer was advised to call back to troubleshoot.